Manufacturer narrative:
After inserting a battery, no blank display noted. However, unit received with failed battery test due to corroded battery tube. Unable to perform displacement, sleep current measurement, active current measurement and self-test or verify low battery alarm due to the failed batt test alarm. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had battery discharged. Customer was performed self test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.